Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI p port isp - groshong. During the procedure, the catheter fractured off when the catheter was combined with the tunneler and vascular puller for retraction. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI p port isp - groshong. Prior to the procedure, the catheter fractured off when the catheter was combined with the tunneler and vascular puller for retraction. Reportedly, the catheter allegedly found to be material separated. There was no reported patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows a partial view of the catheter tubing; the proximal and distal ends were visible. The edges of the proximal end of the catheter surface seems to be uneven indicating that the catheter was fractured and separated. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.